Event description:
Information was received indicating that the level 1 hotline low flow system leaked. There was no adverse events reported.

Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. The device was returned in good condition. The device was tested by filling the water tank and switching the power on. The reported issue was confirmed, the water tank cover was found to be leaking due to a faulty gasket.